Manufacturer narrative:
A lot number of 3624829 was provided, however it was invalid.

Event description:
Information was received indicating that this extension set exhibited leaking at the filter. No adverse patient effects were reported.